Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an abstract 'outcomes of cementless-backed patellar components,' the following complications are noted: one triathlon press-fit patella for aseptic loosening (revised to cemented component),